Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, we are unable to conclusively determine a root cause.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that z syndrome, pco and striae occurred post lens implant. A yag was performed. Additional information has been requested but has not been received.